Event description:
A customer contacted baxter technical service center regarding a system error 2240 alarm during therapy while using the home choice system. The home pt became disconnected. The service rep assisted to clear the error. The home patient already called the nurse. The machine was operational. This writer received a call from the patient's caregiver, who stated that the patient line became disconnected from the transfer set. The nurse was called, and the caregiver was given instructions on what to do. The home patient is currently doing well, and there are no issues with therapies. No patient injury or medical intervention was indicated at the time of the initial report.